Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
During a noradrenaline infusion, the patient's condition deteriorated and they became severely hypotensive. The report suggests that when the clinician went to change the noradrenaline infusion from single strength to double, they identified that the infusion line had disconnected from the mp1000-c which was attached to the cvc line. Once the line was reconnected, the patient's condition stabilised.